Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was not turning on after changing the batteries multiple times. The customer reported a blood glucose value of 400 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue using the device. Product return requested for mmt-188. The customer agreed to return the device.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. However, unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to detached retainer ring and p-cap unable to lock properly in place. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2025 at 11:27:00.000, (B)(6) 2025 at 06:58:00.000, and (B)(6) 2025 at 22:27:00.000. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 j7, pcba 2 j1 connector, force sensor, motor, internal battery and vibrator assembly noted. The p-cap does not lock properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, broken belt clip rails, detached retainer, broken reservoir tube lip, corroded battery tube, and missing o-ring. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was confirmed due to moisture damage on the pcba 1 j7, pcba 2 j1 connector, motor, force sensor, internal battery. Exposure to moisture confirmed. Retainer ring damage confirmed where detached retainer ring was noted. Unable to lock p-cap in place. Unable to verify customer allegation for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.